Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Report source: manufacturing site address is unknown. Catalog number is unknown. Lot number is unknown. UDI information is unknown. Premarket (510k) number is unknown. No product information has been provided to date.

Event description:
Per social media post it was reported that a patient advised that they used ice packs and cbd (cannabidiol) cream for site pain. Patient stated that preparation h helps with burning or itching around the site. Patient stated that they have only been on remodulin for a little over 2 months. No patient injury reported.

Manufacturer narrative:
Other, other text: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.